Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fell out of the customer's pocket and the touchscreen is now cracked and no longer responsive to presses. Customer's blood glucose level was not impacted. It was indicated that the customer has back up injections for continued insulin therapy.